Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Customer delivered a bolus via the pump to address elevated bg. Customer declined to provide additional information or to continue troubleshooting with tandem technical support.